Manufacturer narrative:
The reported condition of leakage was not confirmed or duplicated. Visual examination showed no signs of physical defect or abnormality. Batch review was conducted with no abnormality observed. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor with a patient control module was observed leaking right after patient use. The device was filled with morphine hydrochloride and normal saline. There is no report of patient injury or medical intervention. No additional information is available.